Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead has flipped to unipolar due to out of range high pacing impedance. Noise evident on rv lead in bipolar; unable to obtain capture in bipolar configuration. Full lead evaluation recommended. Patient will be programmed to unipolar configuration. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.